Event description:
Demo of introcan safety cath with notched needle. Hosp had a pt with very pudgy hands and feet. R.n. Used the demo device lot and got a flashback but the .55 inch length cath was unable to advance past the fat in the hands or feet. Initial stick was in left foot and left hand. Then crna tried in the pt's arm and foot, then dr tried in pt's left arm with success. Rn feels product would have worked fine in this situation if it was available in a 22 ga with a 1" catheter length. The notch did help with visualization of the flash back.